Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the remote manager. The field service engineer stated that the customer resolved the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with the remote manager. The customer stated that the remote manager is failing almost every time medications are needed to be taken out casing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.